Event description:
Mentor smooth round moderate plus profile gel implants on (B)(6) 2014 could be a cause of my autoimmune disease that we can't pin point. I have tias, last one caused two spots on my brain, purple/blue hands & feet, temperature intolerance, hot rashes showing up on my body, hair loss, weakness, body aches to the point, I crunch up & can't move, night sweats, muscle weakness, memory lose, brain fog, depression, anxiety, loss of energy, trouble breathing, random bruising, heart monitor in chest as we speak, I was rushed to the hospital last month due to symptoms of a heart attack, I have been to the hospital multiple times. This has grown worse, I just need to know what direction to take & what to do. 5th year of being a mystery to my doctors. I have had several different blood test done, mris(magnetic resonance imaging ), emgs(electromyography), spinal tap and more. On (B)(6) 2014 dr. (B)(6) inserted mentor round smooth moderate plus profile gel. Reference report: mw5115850.